Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to a wrong diopter for the patient.

Manufacturer narrative:
Corrected data: it was reported that a replacement lens was placed. Replacement lens is of the same model but different diopter (zct300 diopter 20.0), serial number (B)(4). No further information has been provided. Adding report source - distributor. Device evaluation: (B)(4). The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens optic was cut into pieces, most probably related to explant process. Visual inspection revealed lens can be identified as tecnis toric acrylic 1-piece intraocular lens (iol) because of the presence of marking holes. Lens optic appeared damaged with scratches present. Lens was observed contaminated with dust particles, which is consistent with the lens being handled out of a sterile environment. No further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical inspection showed lens was within optical and cylinder power specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Wrong diopter for patient, explant of intraocular lens (iol). All pertinent information available to abbott medical optics has been submitted. Placeholder.